Event description:
On (B)(4) 2012, a nurse reported that a plastic-like particle was observed within the set. The sample was available and requested for evaluation. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was evaluated. The customer had marked where it was perceived particulate matter was present. A visual inspection was performed and no abnormality was found. A thread-like particle seen by the user may have been the fine weld line on the cassette, which is acceptable. Functional, clear passage, and pressure tests were performed with no issues noted.